Manufacturer narrative:
The device history record (DHR) review of the reported lot number showed no manufacturing or inspection anomalies. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples returned with this complaint. The reported condition by the customer could not be confirmed. The exact root cause could not be determined based on the available information. Based solely on the description provided by the customer there are two potential causes for the reported condition. 1. For the reported condition of difficult to remove stylet; the issue may occur if the instructions for use are not adhered to pertaining to the proper procedure for the insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. 2. For the reported kinked tubing issue; it could occur due the incorrect set-up of the piston on the machine. The root cause for the reported condition/s cannot be specifically identified therefore, corrective action will be limited to manufacturing awareness this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding tube showed resistance to flow release without success. When removing the probe, there was an elbow in the final third.